Event description:
Additional review indicated that the volume discrepancy occurred on (B)(6) 2004. The health care provider stated there was a lot of pressure build up and resistance and that they could only force 14.5 ml into the pump. The telemetry was unsuccessful when the health care provider tried to read pump, and they tried several times. The health care provider suspected there was a roller issue but was never able to confirm it. They found staph present in the csf when they cultured it and that was why they removed the pump secondary to the volume discrepancy issue. The medicine in the pump was unknown

Event description:
It was reported that the pump "stopped working after 5 years". The patient stated that the event occurred "8 years ago". The patient did not have any symptoms or go through withdrawal but had another device as well. The patient stated that she was in the hospital that year for pancreatitis and the pump stopped working while she was in the hospital. It was later reported by the healthcare provider (hcp) that a volume discrepancy occurred on (B)(6), 2004. The hcp stated that there was a lot of pressure build up and resistance and that they could only force 14.5ml into the pump. There was also an issue with how much was remained in the pump but only by 0.5ml. They tried multiple times to read the pump but telemetry was unsuccessful. The doctor suspected a pump roller issue but was never able to confirm it. It was found that (B)(6) was present in the cerebrospinal fluid (csf) when it was cultured and that was another reason the pump was removed secondary to the volume discrepancy. The patient "eventually recovered" and received a new pump.

Manufacturer narrative:
Product ID 8709, lot# j11014r12, implanted: 2002-(B)(6), product type catheter, (B)(4).

Manufacturer narrative:
(B)(4).